Event description:
It is reported that a customer received a button error alarm on her insulin pump. The patient's blood glucose level was 187 mg/ld. Customer stated that the insulin pump was sitting on top of a water box and condensation may have got into the device. Customer also stated that the error button alarm occurred after installing new batteries in the device. The customer was informed that the pump must be replaced and also was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped out to her. No further information was provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Unable to confirm alarms due to keypad anomaly. Insulin pump had moisture damage on electronic assembly. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).